Manufacturer narrative:
Zoll medical corp has evaluated the device and the device performed to specification. The malfunction was found to be a connection issue with a non-zoll battery that did not seat properly. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a pt, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.